Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic duodenal switch procedure, during the first firing of the device with a gst60b blue cartridge on the duodenum, the stapler fired normally. Upon release from the tissue, the surgeon noted that a single straightened staple was visible on the right side of the cut line at the midpoint of the staple line. Later it was noted that at least one more straightened staple was visible near the site but it was not connected to the staple line. No intervention was required since the rest of the staple line appeared to be intact and acceptable. The same device was used for all additional firings during the procedure without event. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.